Event description:
It was reported that after a da vinci-assisted surgical procedure, customer reported error 40068 occurred every time system shuts down. Onsite has been disconnected since (B)(6) 2025. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced auxiliary video board (avp) due to error 40068. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such.